Event description:
Pt uses baxter mini caps (now recalled) and got peritonitis. Pt needed ip antibiotics, oral antifungal medication, and a transfer set change. On capd 4 exchanges a day; which comes out to be at least 8 baxter mini caps used per day. All lots expiring on or before 3. Reference reports: mw5118009, mw5118010, mw5118012, mw5118013, mw5118014, mw5118015, mw5118016.